Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and an unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump would alarm motor error and an unexpected restart alarms and the insulin would just shut off. Customer reported that the insulin pump received another unexpected restart alarm after the battery has been changed. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Unable to complete the motor error troubleshooting due to insulin pump would not turn on. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Finish: pump was received with all buttons unresponsive due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Unable to verify unexpected restart alarm, motor error alarm or perform the self test, unexpected restart alarm error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No blank display anomaly noted, however moisture damage found on the electronics and motor. Pump had cracked case at display window corner, reservoir tube lip and minor scratched and cracked display window.